Event description:
The clinician reports the implant was inserted (B)(6) 2015 in the patient's mouth. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.